Manufacturer narrative:
The astral external battery was not returned to the manufacturer for evaluation. A resmed clinical product support specialist determined that external battery needed to be replaced through over the phone troubleshooting. Resmed provided the customer with a replacement external battery to address this issue. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective external battery. There was no patient injury reported as a result of this incident.